Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd vacutainer® luer-lok¿ access device was found leaking as ¿after attaching the luer lok access device to the needless connector, the blood would not transfer to the tubes. After trying to reattach and use different tubes without success blood squirted out at luer lok and all over patient, patient tubes and bed.¿there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed for leakage. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.